Event description:
A clip applier was being used on trial. The device had been used, and was being passed back to surgeon. The switch to turn "ratchet" on/off fell off onto the sterile patient field. The device was removed from service, and all pieces were recovered. The reps, who were outside the or, were notified. They said it was okay to use another device with the same lot number.